Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a recurring motor error alarm customer¿s blood glucose was 6.2 mmol/l at the time of incident. No troubleshooting was performed. Insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device received with no button response at esc and act button due to unlocked connector on lcd board. No button error alarm during testing. Unable to confirm motor error alarm and unable to perform any tests due to buttons unresponsive. The motor was tested outside of the device and passed.